Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed r wave amplitude variation, loss of capture, due to dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The report events were lead dislodgement, failure to capture and r-wave amp variation. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.